Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a cartridge and handpiece. The product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A clinical coordinator reported a patient with a dislocated lens following an intraocular lens (iol) implant procedure. The iol was exchanged two months later for a lens of the same model, different power. In a follow up, the surgeon reported the initial dislocated iol was the wrong powered lens for the patient. The event was resolved following the lens exchange.